Manufacturer narrative:
The field service engineer found the sample probe was misaligned and made adjustments. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ureal urea/bun and ca2 calcium gen.2 results for three patient samples with the cobas 8000 c702 module. Sample ID (B)(6): the initial urea result was 46.8 mmol/l. The repeated result on decreased volume was 12.3 mmol/l. The second repeated result was 47.4 mmol/l. Sample ID (B)(6): the initial urea result was 44.1 mmol/l. The repeated result on decreased volume was 12.3 mmol/l. On (B)(6) 2021, the second repeated result was 43.5 mmol/l. The third repeated result on decreased volume was 22.1 mmol/l. Sample ID (B)(6): the initial ca result was 1.77 mmol/l. The repeated result was 2.22 mmol/l. It is unknown if the questionable results were reported outside of the laboratory. The urea reagent lot number was 555743. The ca reagent lot number was 557586. The expiration dates were requested but not provided.